Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the system losing vacuum during surgery and failing vacuum test. Additional information received states the procedure was completed with no patient harm.

Manufacturer narrative:
The review of logfile for the day of treatment shows during start up the vacuum check, the energy check and the ablation check were performed successfully without issue. No error or warning message due to failing vacuum test was found in the logfile. Logfile review shows the reported treatment could be identified in the logfile. The treatment was aborted after a warning message during bed cut. The message indicates the treatment was aborted due to the user released the laser pedal and pressed the vacuum pedal instead of the laser pedal, which caused the interruption of the treatment . The root cause for lost of vacuum during surgery is user handling. The manufacturer internal reference number is: (B)(4).